Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient off-label in the jawline with juvéderm voluma® xc. The patient developed an ¿infection.¿ the patient was treated with antibiotics, steroids and hylenex. Symptoms ongoing.